Event description:
Snare would not release polyp from tumor/polyp during colonoscopy. The polyp was snared, closed, coag set at 18, snare would not release or cut through. No harm to pt was noted. Diagnosis or reason for use: colonoscopy, rectal mass.